Manufacturer narrative:
(B)(4). The analysis results showed that the tlh30 device was received sterile, in good visual condition and with a reload loose inside the sterile package. The device was opened, the reload was loaded into the device, the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the cartridge was separated with the device after opening the package. No people involved. Procedure was completed with same like device.